Event description:
Left total hip replacement performed for osteoarthritis in 1991. Cemented femoral component used. Component has new loosened. At surgery, findings were of a thick, soft tissue interface between the cement & the bone. This material was sent for bacteriologic culture. No bone defect was found. No wear in acetabular component: left in place.